Event description:
Device malfunction: catheter tip separation. Time of malfunction: when loaded on guide wire. Symptoms/ae: na. It was reported that the fox sv was unpacked and prepared as usual. The intact catheter was loaded on a non-abbott 0.018 guide wire. The physician "felt something wrong with the advancement from the beginning". Prior to insertion into the sheath, the physician noticed the tip and catheter were on the wire but the tip had separated from the distal end of the catheter. This event occurred outside the patient body and there was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned complete, including the separated tip. The distal end showed a burr. The tip was separated from the distal part of device and was partly folded and overlapping. The device was flushable and the guide wire was inserted from the distal as well as from the proximal side of the device without any abnormalities. Inflation and deflation of the device was possible without showing any abnormalities. No manufacturing issue was detected. Based on the investigation findings, a conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.